Event description:
Customer complained about sensor reading discrepancies. Customer stated that the issue occurs on the fifth day of use and she would start receiving calibration errors. Customer stated that the sensor glucose reading was around 56 mg/dl and her blood glucose was 136 mg/dl and the insulin pump alarmed for threshold suspend. Customer had to changed the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.